Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u6. U6 was shorted and prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device will not power on when pressing the power button. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on when pressing the power button. There was no patient use associated with the reported issue.